Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product found that the impactor pad exhibit signs of repeated use (nicked and gouged) and is fractured. All pieces were returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. This complaint has been confirmed by the device being returned in a fractured state. The root cause of the reported issue is attributed to the wear that occurs over 9 plus years of use in the field. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) the product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the trial fractured during the procedure. All pieces were recovered. No patient impact.